Event description:
Related manufacturer report number: 2017865-2023-23338. It was reported that post sensed t wave oversensing was observed on the patient's implantable cardioverter defibrillator (ICD). Programming changes were made to address the issue. Noise on the right ventricular (rv) lead causing false ventricular episodes were also observed but all therapies were appropriately inhibited. The patient subsequently presented at the emergency room after receiving inappropriate shocks. Interrogation revealed the inappropriate shocks were due to the rv lead noise. Therapies were programmed off. The rv lead was explanted and replaced. The ICD was removed and replaced electively during the procedure to prevent frequent surgeries. The patient was stable before and after the procedure.